Manufacturer narrative:
Initial MDR was submitted in error. The product is not distributed in the united states. This event does not meet MDR requirements as defined by 21 cfr 803.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power source alert occurred. Customer's blood glucose level was not impacted. Reportedly, the customer reverted to manual injections for insulin therapy.